Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. The lens tore prior to insertion into the eye. No patient contact or injury. It was unknown what caused the lens to tear. The facility was unable to provide the injector and cartridge model and lot numbers.